Manufacturer narrative:
Product event summary: two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed instances of improper communication between the batteries and the controller resulting in incorrect reporting of the battery identification and battery capacity. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. An internal investigation has been opened to evaluate these types of issues. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2015-11-30. (B)(4). Return date: 2015-06-18. Mfg date: 2014-11-21. (B)(4). Conclusion codes: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a sudden power failure when the batteries were in use and when put in the charger, the status red colour appeared. One of the batteries (B)(4) charged but when connected to the controller, it did not function. The batteries were exchanged. No patient complications have been reported as a result of this event.